Event description:
It was reported that additional surgical intervention was needed to retrieve the broken piece that fell and remained in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The tip breaking condition (ceramic plus electrode) was confirmed. Only the broken tip was returned for evaluation. The unit from which the broken piece (ceramic and electrode) fell off was not returned for evaluation to determine possible root cause for the reported failure are but are not limited to: non-conforming component: even though the device history record of the reported unit could not be reviewed since the lot number was not reported, a possible workmanship (assembly) related condition is a less likely to be a contributor based on the line controls and non-conformance report history related to this part number or failure reported. Poor assembly process: in addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. The activation history could not be retrieved since the unit was not returned for evaluation. Misuse: the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. It is possible that the unit was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that additional surgical intervention was needed to retrieve the broken piece that fell and remained in the patient.